Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found that the setscrew was backed out too far. Method code- conclusion code no longer applies to this event.

Event description:
Additional information from the manufacturers' representative reported that the defective implantable pulse generator (ipg) was returned.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp), via a manufacturer representative, reported when attempting to implant the initial implantable neurostimulator (ins) he determined they had a faulty set screw in the ins because after numerous attempts and multiple torque wrenches the screw would not tighten down enough to hold the lead in place. Multiple torque wrenches were used to rule out a faulty wrench scenario. They also disconnected, cleaned, and re-inserted the lead numerous times but it did not resolve the issue. Therefore, a new ins was used which corrected the situation. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.